Event description:
It was reported that during a pta treatment procedure, removal difficulties were encountered. The device did not rewrap correctly causing difficult removal through the sheath. The procedure outcome was 'fine' and the pt condition is reported as 'okay'. Additional info has been requested regarding this event.